Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the enclosure is old, with a lot of label residue. There is rust in the reservoir from metal screw and a missing reflux plug. Functional testing confirmed the reported problem. The root cause of the reported issue was found to be the metal screw inside the reservoir is rusted out. The device is deemed beyond economical repair and will be scrapped. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was rust within reservoir. No patient injury was reported.